Event description:
It was reported that after cleaning during assembly the comb/fins were noted to be damaged. No patient impact as issue was noted outside of surgery. Diligence is complete.

Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in canada. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.